Event description:
(B)(4): it was reported that components of the visum led surgical light suspension in or-5 allegedly had paint flaking off of it. There was no patient involvement reported and no adverse consequences reported. As two light suspensions were reported to have this condition, a second medwatch report will be filed under 2031963-2012-00121.

Manufacturer narrative:
The components of the visum led surgical light suspension with the alleged flaking paint are being replaced and returned to the manufacturer for additional evaluation. From previous similar investigations, it is likely that the flaking paint is a result of harsh cleaning chemicals used on the suspensions. Supplemental reports will be submitted with any additional information provided from the forthcoming evaluation.